Manufacturer narrative:
Device sample not received by manufacturer at this time.

Event description:
Alleged complaint: the applier broke at the end of the applier (part where it holds the clips) the screw is broken. No patient injury reported. Patient current condition is fine.